Event description:
Neuro critical care rn attempted to flush exterior ventricular drainage system prior to physician placing ventriculostomy in patient. Rn unable to flush system away from burtol. System occluded at port nearest to patient. This is the second one in april found prior to being applied to any patient.